Event description:
Subsequent to the initial medwatch report, additional information received states: an attempt to remove the device with the aide of the device release mechanism in accordance with the instructions for use, was unsuccessful.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw; guide cath: medtronic: rhv: copilot; sheath: cordis. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the clip was located at the distal end of the device, intact and undamaged; however, a large tissue mass was found within the tines. The vessel locator wings (vlw) were observed to be broken with all material present. It was also observed that some of the tissue was also ensnared within the vlw as the clip was being removed. The tissue mass was examined and observed to be very fibrous. The observation of the tissue embedded in the clip is consistent with tissue compaction. Tissue compaction could potentially interfere with vlw during clip deployment. The cause of tissue compaction is possibly due to operational context when the device is used in challenging anatomical conditions. Per the instruction for use for starclose se device: it is necessary to create a 5-7 mm skin incision at the sheath site to accommodate the insertion of the clip delivery tube into the tissue tract. This should be done at the beginning of the procedure prior to the administration of anticoagulants and antiplatelet agents, if possible. Consider blunt dissection by single spread with surgical instrument in the skin incision, especially in those patients with scar tissue from previous catheterization procedures. Tissue compaction could also be caused when the device is removed by further dilatation of the access site, capturing the fibrous tissue within the clip and vlw. Reportedly, the captured tissue prevented the vlw from collapsing during clip deployment and resulting in the observation of a failure to deploy clip and difficult to remove device. The damaged vlw observed, is a result of the manipulations done to remove the device after the failure to deploy clip. Based on the evaluation of the returned device, the most probable cause for the reported product experience is due to tissue compaction which is related to operational context, as there was fibrous tissue embedded within the clip/vlw and the use of further dilation to remove device; though this could not be confirmed. The risk of this foreseeable event; predicted to be low; is commensurate with the potential hazard and patient effect. Review of the device lot history record for did not produce any findings relevant to this report. There is no lot specific product quality deficiency identified. Each device is inspected within the manufacturing process to verify the clip and vessel locator wings operate as intended. A sampling of the lot is destructively tested for lot acceptance that includes verification of the device deployment.

Event description:
It was reported that an arteriotomy closure of the right femoral artery was attempted using a perclose proglide device after a diagnostic procedure which used a non abbott sheath. Reportedly, a failure to deliver and retrieve the device occurred. A skin cut and dilatation was done with a skin suture resulting in no vascular injury. Manual arterial compression was also applied to achieve hemostasis. There was no reported adverse patient sequela. It was reported that the physician was proficient in the use of the device. Though requested, additional information was not provided.